Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted device was not returned to bsn.

Event description:
A report was received that 1 the patient's ipg was in an uncomfortable place. The patient underwent a revision procedure wherein the ipg was relocated and 1 ipg was explanted for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was explanted because she wanted a new system.

Event description:
A report was received that 1 the patient's ipg was in an uncomfortable place. The patient underwent a revision procedure wherein the ipg was relocated and 1 ipg was explanted for an unknown reason. No device malfunction was suspected.